Manufacturer narrative:
Upon a review of the information provided by the clinic the most probable root cause of said injury was user and patient error. Patient skin type was miscalculated and therefore incorrect settings were chosen prior to performing the procedures. The patient was taking a medication that is a contradiction to treatment. Less than two weeks following treatment the patient was exposed to sun for an extended period of time. The equipment used for the procedure was not evaluated as part of this investigation due to timing of reported incident. The clinic informed the manufacturer that the emax system has been used on patients since that time with no reported injuries.

Event description:
A female patient with skin type ii was treated with emax system on the face and neck area for noninvasive wrinkles treatment. Post-care instructions were given by the doctor along with antibiotic ointments, oral antibiotics and aloe vera gel. Less than two weeks following treatment the patient participated in a school field trip and was exposed to sun and heat all day. About 15 days after the treatment, the skin appeared to be redder and more inflamed than initially observed. The doctor treated the patient with oxygen chamber twice. On a follow up appointment after about two months, it was reported that the skin formed a keloid scar on the right side of the face.